Event description:
It was reported that during a balloon kyphoplasty procedure, cement extravasation into a disk space was observed and confirmed on CT. Reportedly, there were no complications and the pt was doing well. No additional info was reported. Note: at the time of this event, kyphoplasty products were not distributed in (B)(4).

Manufacturer narrative:
Method: device not returned; follow up with company representative.